Event description:
It was reported that the speed was unstable. A rotablator rotational atherectomy system console kit was selected for use. It was noted that the turbine pressure controller knob was not working properly and the pressure was unable to be stabilized. No patient complications were reported.